Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that a catheter issue occurred. The target lesion was located in a non-tortuous and severely calcified vessel. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the triple vessel disease procedure, the imaging catheter was bent in the middle when removed from the vessel. The procedure was completed with another of the same device there were no patient complications reported. However, device analysis revealed the catheter was detached.

Manufacturer narrative:
E1: initial reporter address 1 -(B)(6). The device was returned for analysis. Visual inspection revealed the catheter was detached in the imaging window in the lap joint section.